Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
The iab was inserted into the pt on 10/30/97 at 01:09 am. Poor inflation and augmentation was noted and the iab was removed on 10/30/97 at 6:20 pm. A second iab was inserted into the pt. As a result of the event, the pt had hypotension. Inspite of several calls to the facility, the iab was not returned to datascope for eval. [Event complications]: hypotension-reported 12/23/97.